Manufacturer narrative:
The customer reported that the unit showed a power supply failure. The unit was evaluated at philips, and the failure was verified. Replacement of the power pca resolved the failure.

Event description:
The customer reported that the unit showed a power supply failure.